Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient with another device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.